Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a previous discrepancy showing 0 units instead of the expected 60 units, a difference greater than 30 units. There was no reported adverse impact. Customer resolved issue by loading a new cartridge, and technical support provided instructions to call back for troubleshooting if issue recurs. Additionally, caller requested an email with links to cartridge load resources.